Event description:
It was reported that a patient presented with over-sensing of noise and high pacing impedance noted on the patient's right ventricular lead. It was alleged that the issues were due to clavicle crush. The lead was capped and repalced on (B)(6) 2024. The patient was stable throughout.